Event description:
Report received from the united states stating that the device had low power. Device was used in surgery. There were no user or pt injuries. The date of the event is unk. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of lower power was not confirmed. Device performed rotational tests to specification. If additional info becomes available a supplemental report will be submitted.